Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. The device history report is in process. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
It was reported that unknown black particulate was found inside the fluid path of the pressure tubing before use. There were no patient complications reported.

Manufacturer narrative:
One brown material was observed inside of pressure tube at approximately 62mm distal from zero-stopcock. Particulate attached to inner surface of pressure tubing and did not move during five minutes of continuous flushing. Chemistry results revealed the ir spectrum of the unknown dark brown particulate showed similar absorption characteristics when comparing to pvc like material. A review of the manufacturing records indicated that the product met specification at the time of release.